Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2019. (Reference MFR report# 3006705815-2020-00077 and 3006705815-2020-00078) the screws stripped during attempt to secure the leads. As such, the ipg was explanted and replaced with a new ipg to address the issue.